Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Customer's blood glucose was 200 mg/dl. Reportedly, the cartridge was changed to address the issue.